Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable due to patient failing to recharge the ipg. Patient lost therapy around (B)(6) 2019. A manufacturer representative interrogated the system and deemed the ipg to be inoperable as they were unable to communicate with external devices. To address the issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received therapy was restored post operatively.

Event description:
Additional information received wherein the ipg was replaced on (B)(6) 2020.